Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed that the device has a kink at the distal tip while in the neutral position. Microscopic inspection revealed that ring 1 seals are compromised and there is dried body fluid on the edge of the electrode. Functional inspection was done and the steering knob and the tension control knob functioned properly on both lock and unlock positions and no abnormal resistance was felt when actuating the steering mechanism. Dimensional inspection revealed that the right curve was placed in the specified shaded area of the template; however, it had an irregular shape due to the kink at the distal section, the left curve failed to reach the specified area since there was no movement of the tip during steering knob actuation, the device failed the dimensional test. Electrical test was performed only in the neutral and right curve configurations since the left curve could not be actuated; however, the device was found within specification and no opens or shorts were found. Rf ablation test was performed and the ablation was verified and the device was found within specifications. Bent center support was observed under x-ray in the same location of the kink at the distal section and the left steering wire was separated from the center support and had retracted back ring 3. Dissection confirmed bent center support and the left steering wire separated from the center support due to a broken solder joint, remnants of a broken solder joint were found on the center support where the left steering wire used to be attached, the kevlar wrap was found retracted, the kevlar wrap was exposed in order to measure it and the result was found out of specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is design specification as the device problem was traced back to the design specifications. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that signal issues occurred. A intellatip mifi xp temperature ablation catheter was selected for use. However, it was noted that there were noise issues on the mifi electrodes of the catheter. The mifi cables were exchanged but still had the same issues. Then the catheter was swapped to another intellatip mifi xp catheter the problem continued. Finally, the procedure was completed with a blazer xp catheter without harm to the patient. No patient complications were reported. However, returned device analysis revealed a lifted ring electrode.